Event description:
Complainant reported they believe the laser was not functioning properly and patient was readmitted over the weekend for bleeding following holep procedure. Complainant believes laser may be the cause.